Event description:
The patient was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. At the end of the procedure, the physician suspected a proximal type-1 endoleak while using a cardiomems sensor to measure intrasac pressure. A decision was made to place a palmaz stent at the proximal end of the graft to increase radial strength. During advancement, however, the palmaz stent slid back on its balloon catheter, and was deployed within the trunk-ipsilateral leg component (partially within the ipsi-portion and partially within the trunk-portion). The palmaz stent was left there, and ballooned, without any complications. Final angiography revealed a possible type-2 endoleak, but no evidence of a type-1 endoleak. The patient tolerated the procedure. The physician will continue to monitor the patient.

Manufacturer narrative:
This report is for an unknown palmaz stent. The product is not available for analysis. Additional information will be submitted within thirty days upon receipt.